Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in four pieces. Visual examination noted two external insulation abrasions breaching the outer insulation proximal to the suture tie impression. The cause of external insulation abrasions is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.